Event description:
A distributor in japan reported on behalf of a healthcare facility that a mr290 vented autofeed humidification chamber was leaking water from the chamber after 50 hours of use. Upon device assessment at the regional office on the (B)(6) 2020, the chamber was found to be cracked. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the returned complaint mr290 chamber identified a horizontal crack line near the lower part of the chamber dome. Conclusion: the customer stated that the chamber was in use for 50 hours before the reported event however, we are unable to determine what may have caused the crack of the chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We are also in process to obtain further information from the customer. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that a mr290 vented autofeed humidification chamber was leaking water from the chamber after 50 hours of use. Upon device assessment at the regional office on the 29th january 2020, the chamber was found to be cracked. There was no reported patient consequence.